Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited a cardiac pause episode that was caused by intermittent undersensing. On (B)(6) 2019, the patient was brought into the clinic and the device was reprogrammed. No patient symptoms were reported.